Event description:
Drive medical received notification from a sales rep of an adverse incident regarding a pt lift that drive medical imports and distributes and contacted the customer in question to gather more info. Customer informed drive medical that an incident occurred at the home of an enduser where the home healthcare agent was taking care of the enduser and enduser was allegedly dropped and broke his neck. Drive medical recommends in its product manual that two attendants be present to transfer a pt onto lift, but only one home healthcare agent was reported present by the customer. Customer was informed by the enduser's wife that enduser passed away. No other info was able to be gathered from the customer and no medical records were provided by the customer. The unit was returned to drive medical for an inspection. This report is based on info provided by the customer.